Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump was over delivering. The customer¿s blood glucose level was 540 mg/dl at the time of incident. The customer reported that they had diabetic ketoacidosis because of which the customer was hospitalized on (B)(6) 2017. The customer had symptoms of vomiting, thirsty and headache. The customer was treated with intravenous fluid and intravenous insulin for high blood glucose. The insulin pump will not be returned for analysis.